Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that patient got peritonitis and is in the hospital. Upon follow-up with the patient contact, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) obtained and tested in the hospital presented with mycobacterium in the culture and an elevated wbc count (exact count not available). The patient was diagnosed with peritonitis due to an unknown etiology; however, it was believed that the source of infection was environmental and not from the device and products in consideration of the offending pathogen. The patient was treated with intravenous (IV) linezolid, IV rifampin (dosages and frequencies unknown) and other antibiotics (unknown) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection, and she was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device for the duration of admission. The patient had a difficult hospital course, and she was discharged home on (B)(6) 2026. It was reported that there was no indication the patient¿s peritonitis and associated hospitalization were the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: it is unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, as the source of infection may have been environmental. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis was unknown; however, there was no indication of a contributing or causal malfunction or deficiency of any fresenius product(s) or device(s) as reported by the patient contact. This is further evidenced by the presence of a microorganism that is found in the environment or transmitted through person-to-person contact. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.